Manufacturer narrative:
Patient information is not available for reporting. The provided lot number (15016-01) is the supplier lot number. The corresponding synthes lot is 5585914. Device is an instrument and is not implanted or explanted. Device history review: (B)(4) manufactured the drive shaft - minimum 360mm length ¿ for use with ria (reamer / irrigator / aspirator). Part 314.742, lot 5585914, supplier lot 15016-01 for (B)(4) parts. The certificates of compliance and conformance (both dated august 15, 2007) indicated the lot was manufactured and conformed to specifications, per associated drawing number. The lot was inspected and conformed to the synthes incoming final inspection sheet with no material record reports, non-conformance reports, or complaint-related issues. The (B)(4) parts were released to the warehouse on august 28, 2007. Product investigation summary: the complaint condition is confirmed since the drive shaft was received with the distal tip missing. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Specific details regarding the technique used/handling which led to the device failure were not provided; however, it is most probable that the handling of the device resulted in excessive force to the distal tip and/or use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. Further evaluation shows that the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head during use and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis (per technique guide). The returned drive shaft is approximately eight (8) years old and was received with the distal tip, which mates with the reamer head, missing. The break is jagged and located within 8.5mm to 12.6mm distal to the distal edge of the drive shaft helix. The helix is intact and the distal tip was not received. The proximal sleeve shows scraping and small dents. The balance of the device is in working condition with only surface scratches. Thus, the complaint condition is confirmed, but cannot be replicated as the shaft is already broken. A review of the current design drawing/manufactured revision was performed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage caused by excessive force. As described in previous evaluations, it is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide states that no reduction drive or drills with a torque greater than 6nm be used. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the hex flaps snapped off of a drive shaft during a femoral nail insertion procedure on (B)(6) 2015. The event occurred while the femur was being reamed. When the reamer head was removed from the drive shaft, the flap snapped off. There was no reported delay and the procedure was completed successfully. This report is 1 of 1 for (B)(4).